Event description:
N/a.

Manufacturer narrative:
An event of patient-device incompatibility pericardial effusion, cardiac tamponade, and pain post-implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported cardiac tamponade and pain are cascading effects of pericardial effusion. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances, as pericardiocentesis was performed, and the patient was returned to the hospital for pain. Codes removed: health effect-clinical code:

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage closure procedure using a14f amplatzer torqvue 45x45 delivery sheath. The laa depth was 25mm and shape of the appendage was chicken wing. During procedure, the left atrial pressure was 6mmhg and 250ml of fluids were given. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr), activated clotting levels (act) were 302-303s and heparin was given. The 31mm amulet partially recaptured 3 times and not implanted due to incompatible with anatomy. A new 28mm amplatzer amulet left atrial appendage occluder and 14f amplatzer torqvue 45x45 delivery sheath were chosen and successfully implanted. On (B)(6) 2025, the patient presented with severe right neck/shoulder pain. An echocardiogram (echo) showed small to moderate 2.4 cm circumferential pericardial effusion (pe). The physician mentioned the cause of pe was probably the amulet closure device. The patient got discharged. On (B)(6) 2025, the patient had upper back pain and echo showed increase in pe with tamponade. A pericardiocentesis was performed and 700ml bloody fluid was drained on (B)(6) 2025. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.